Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the pulse generator went into vvi backup mode due to the patient not being in contact with their home monitor. The patient was brought to the clinic and the device was reprogrammed. The patient was in stable condition.